Event description:
The customer reported less than 1 ml of foamy liquid leak from the lyse pump of the coulter lh 750 hematology analyzer. The customer indicated that the leak was contained to the instrument and h&h (hematocrit and hemoglobin) check failures were generated on the instrument. The operator was wearing a laboratory coat, gloves and eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter fse (field service engineer) was not dispatched for this event. The cts (customer technical specialist) assisted the customer over the phone with replacing the lyse pump tubing to resolve the leak and h&h failures. Failure mode is attributed to the lyse pump tubing.

Manufacturer narrative:
The cts (customer technical support) assisted the customer with troubleshooting over the phone. The customer resolved both the leak and the h&h check failures by replacing the lyse pump tubing. (B)(4).